Event description:
It was reported that prior to an unknown procedure. The obturator of the 11mm trocar did not fit into the sleeve. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/30/2008. Information anticipated, but unavailable at this time.